Event description:
It was reported that the patient turned off their device and accidentally pressed other buttons. Then the device did not seem to be working like it should. The patient had an appointment scheduled for (B)(6) 2015. The patient still had concerns regarding her device at the time of this report. No symptoms were reported. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qt5e, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. (B)(4)